Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the sys from booting. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the batteries. The sys operates as intended.